Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mayfield swivel adaptor was involved in an incident during a patient procedure and was described as follows; the patient was being positioned during the application of the swivel adaptor for a correction of a av malformation when the device came apart. The procedure was delayed approximately 5-10 minutes while the unit was exchanged for another one. There was no injury involved with this incident.